Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was frozen. The device was being used during surgery. No injury or medical intervention occurred. No add'l info provided.